Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the interconnect component failed and was unable to start the device. The device was returned to the manufacturer. Information about the event context is unknown.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex assembly was out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.